Manufacturer narrative:
A new sample obtained on (B)(6) 2020 for patient originally labeled with ID (B)(6) was submitted for investigation of an interfering factor. No interfering factor was found in the patient sample.

Manufacturer narrative:
Sample from the patient was submitted for investigation and an interfering factor to a reagent component was found which affected the results. This interference is documented in product labeling for the assay. The incidence rate of the identified interfering factor is monitored on a quarterly basis.

Manufacturer narrative:
(B)(4). This event occurred in (B)(6). (B)(4).

Event description:
The customer received questionable elecsys ft3 iii and elecsys ft4 ii assay result for two patient samples from a cobas 8000 e 602 module. The serial number was requested but was not provided. The samples were investigated using a cobas 8000 e 801 module, cobas 6000 e 601 module, and a cobas e 411 immunoassay analyzer. Refer to the attachment to the medwatch for all patient data. Information concerning if any erroneous results was reported outside of the laboratory was requested, but it was unknown. There was no allegation of an adverse event. Refer to the medwatch with patient identifier (B)(6) for the other assay.